Event description:
It was reported that the patient complained of feeling sick after using a battery charger for a construction shovel. Interrogation found that the pulse generator was in backup vvi which occurred on (B)(6) 2013 when the patient underwent an ablation procedure. After a product code download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.